Manufacturer narrative:
Device received with detached end cap. Unable to perform any testing due to detached end cap.

Event description:
The customer reported via phone call that her insulin pump fell out of her pocket and hit the floor. The customer's blood glucose level was unknown at the time of the incident. The customer reported that the bottom of the insulin pump was pushed out. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.